Event description:
On 08/05/2024, it was reported by an arthrex subsidiary employee via sems-(B)(4) that an ar-7300ds. Dissector began to produce metal debris. This was discovered during a case with no patient harm. The case was completed with a substitute product.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. Three unpackaged ar-7300ds dissectors and two packaged ar-7300ds, batch 15019554, was received for evaluation. Visual inspection of the unpackaged devices noted that the outer tube windows had nicks around the cutting edges. The devices were disassembled to evaluate the inner tubes, and striations were noted throughout the shaft. The most likely cause can be attributed to misuse due to misaligned insertion; or prying/leveraging the device during insertion.